Event description:
It was reported during a follow up that this pacemaker's battery was depleting faster than expected. Device longevity decrease considerably over a few years. Device was explanted. Device will not be returned. No additional adverse patient effects were reported.